Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the for less than 1 hour. The pod reportedly tore away from the adhesive backing and fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.